Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter produced results below the expected range when testing with control solution. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2015 at 04:00 to 05:00 pm. The patient does not take any medication to manage her diabetes. The patient reported that she developed symptoms of ¿shaky and nervous¿ as a result of the meter issue, but could not specify when the symptoms developed. The patient detailed that she self-treated with food or drink on (B)(6) 2015 between 04:00 and 05:00 pm. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. The patient had not followed the correct testing process. When a control solution test was performed the results were in range. The patient was sent replacement products. This complaint is being reported as the patient reported developing symptoms that meet lifescan¿s criteria of a serious injury due to the alleged meter issue.

Manufacturer narrative:
Follow-up # 2 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed as the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.